Event description:
It was reported the procedure was being performed in the emergency department. During insertion, the physician experienced difficulty when trying to remove the guide wire from the catheter and the wire kinked. As a result, the catheter and wire were removed as one. They do not know if this caused a delay in treatment and there was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.